Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 198 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and the pump alarmed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the pump would be replaced and agreed to return the product for analysis.